Event description:
It was reported that "it became unable to pace a while after started pacing. Although the output was increased to 5v, it was unable to restart the pacing". There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. It could not be determined if clinical or procedural factors may have contributed to the event. No actions will be taken at this time. This report represents one of two pacing catheters used in the same patient. Reference report number 2015691-2012-18428.